Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly pursued revision surgery due to decreased performance, battery life issues and intermittencies. External equipment was exchanged, however the issues did not resolve. The external visual inspection revealed a severed electrode. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of electrode prevented and electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. It is believed that the failure of this device is most likely due to a malfunction within the u1 chip. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
Advanced bionics was informed that the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.